Manufacturer narrative:
The exact lot number used in this incident is unknown. Two potential lot number provided by the customer are as follows: lot 532374 was reported but not found to be valid. The customer was unable to proved an updated, accurate lot number. Lot 5295838, medical device expiration date: 10/31/2017, device manufacture date: 10/31/2015-11/1/2015. Device evaluation: result - a sample was not returned for evaluation. A review of the device history record was performed for the potential reported lot number 5295838. There were no related quality notifications. All process and final inspections comply with specification requirements. A review of the device history record was unable to be completed for the potential reported lot number 532374 as it is not valid number. Conclusion - bd was not able to duplicate or confirm the customer's indicated failure mode. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that a flight nurse was using the suspect device to perform an abg stick on a nicu-type patient. The nurse though she was pushing the button to retract the needle but when she pulled the device away, the needle had not retracted and it scraped up against her, resulting in a needle stick injury. The injury was reported to employee health who interviewed the nurse and performed lab work. Per the report, the incident was believed to have resulted from failure to hit the button to retract the needle although the nurse had attempted to push the button with her thumb.